Manufacturer narrative:
(B)(4).

Event description:
This complaint was submitted with limited detail. It was reported that this event involved a (B)(6) male pt, (B)(6) cm tall, (B)(6) kg; diagnosed with chronic respiratory failure at the time of this procedure. This event occurred in the ICU dept. The insertion site was the pt's right subclavian. "During typical procedure without inserting the swg before insertion a catheter, after removing a needle. Difficulties with removing the kinked guide wire." As a result, the device was removed, however, there was not another attempt made. There was no reported delay, harm, complication, death, or injury as a result of this occurrence.